Event description:
The pt originally received the placement of acid dual-chamber on (B)(6) 2008. Pt procedure was described as pt in satisfactory condition. On (B)(6) 2014, the pt returned to the hospital related to "end of life dual chamber aicd" with history of sick sinus syndrome. A replacement of dual-chamber aicd was done under local mac anesthesia with blood loss less than 2 ml. No injury to leads was reported. The leads were connected to a new st. Jude device. The pt tolerated well with no reported complications. Ref MFR 32938836-2014-17326.